Event description:
Complainant alleged that during biomed testing, the defib out put is below the allowable value. Complainant indicated that there was no patient involvement in the reported malfunction.